Manufacturer narrative:
Physio-control examined the customer's device and determined that the cause of the reported failure was an inductor, designator l1, on the analog pcb assembly. Physio observed that the positive voltage legs of l1 had become resistive to 360 ohms and, as a result, prevented the circuitry from powering on. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench present and would not power on. The customer tried multiple batteries, none of which would power on the device even though they were brand new. There was no patient use associated with the reported event.